Event description:
It was reported that an 80 yo female patient, initial left knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2023. The poly was swapped. Recall poly reported. There were no surgical delays or device breakages reported. The patient was last known to be in stable condition following the event. No x-rays or device images provided. The device was not available for return. The hospital kept the device. No further information.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: 5371231 02-010-03-0220 - logic cr femoral cem, left sz 2. 5409557 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 5484366 200-02-26 - three peg patella 26mm/ additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, c, d, g. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.